Manufacturer narrative:
Correction: the device manufacture date date should have been 12/15/2006 rather than 12/13/2006.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a transtelephonic monitoring (ttm) check, no response was observed after magnet was placed on device. The expected longevity was calculated from last check in october and estimated approximately five months to elective replacement indicator assuming outputs and pacing percentage remained the same. Patient was asymptomatic and was scheduled for a in-clinic check. No further information available.